Event description:
It was reported that an alert was triggered due to a right ventricular (rv) lead pacing impedance value of greater than 3000 ohms. Upon further review, the impedance trend shows that the pacing impedance started to climb 5 months ago from a baseline of 800 ohms to 2900 ohms respectively. The patient is currently on the heart transplant list, therefore no intervention regarding a lead revision will take place in light of this. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d274vrc implantable cardioverter defibrillator, implanted: (B)(6) 2011. (B)(4).